Event description:
The customer contacted physio-control to report that their device did not have voice prompts when powered on. As a result, the device user would not receive the voice instructions on how to use the device which could delay (or prevent) defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the positive tinsel wire to the lug on the speaker harness assembly had an open solder connection that was only making intermittent connection. This led the speaker to provide sound (voice commands) intermittently. The customer was provided with a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.